Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. Trunk-ipsilateral leg (rlt231218j/14943111) and contralateral leg components were successfully deployed. The patient tolerated the procedure without endoleaks present. Later on a follow-up computed tomography angiography (cta), a type ii endoleak originating from a lumbar artery was confirmed. Aneurysm enlargement was also revealed, but exact amount of enlargement was unknown. On (B)(6) 2018, a reintervention was performed whereby the lumbar artery was embolized with coils and the aneurysm sac was embolized with n-butyl-2-cyanoacrylate (nbca). The endoleak was resolved, and the patient tolerated the reintervention procedure.